Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) attempted follow up call. However, patient was unwilling to answer questions. The cca was advised that the alleged inaccuracy began in ¿november¿ the patient stated that he obtained an inaccurate high result of ¿179 mg/dl¿ on the subject meter compared to feelings/normal results. The patient manages his diabetes with ¿metformin twice a day¿ and it is unknown if he took any action in regards his usual diabetes management routine as a result of the alleged issue. The patient denied he developed any symptoms. Cca noted that patient received treatment. However, when asked by mss patient refused to answer. At the time of troubleshooting, the cca determined that the correct unit of measure was used at the time of testing; the strips were stored correctly and within expiry date and the patient did not have control solution to test with. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.